Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: blood pump.additional text: driveline.specific component(s) involved: driveline malfunction.additional text: driveline superficial area/site started to bleed.other component:causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions, specify.other intervention : surgical suture of site.